Event description:
It was reported the patient had sciatica prior to implant, but it had been become worse since (B)(6) 2014. The patient had been going to the hospital every weekend for back pain. On (B)(6) 2015, the patient¿s legs went numb when they went to the bathroom. The patient went to the emergency room and had a cat scan done. They were reportedly told they had nerve damage and two bulging discs. It was stated the bulging discs (l4, l5) in the spine may have been the etiology of pain. The patient noted that it was probably due to their work at the post office. It was indicated they had been referred to a rehabilitation specialist for injections. The first injection was on (B)(6) 2015 and they could not walk for 1.5 weeks after. The second injection occurred on the day prior to the report and the patient¿s whole left side, leg, and implant site were sore and painful. Since the patient had been working with other healthcare providers, they had noted the device could be contributing to the issue. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0bab8, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).